Event description:
It was reported that during a ventricular tachycardia (illegible) ablation of an ischemic cardiomyopathy with scar formation inferior left ventricle, there was an electrical defibrillation (external 200 joule) that occurred during electrophysiological testing. The c3 ez steer thermocool sf non-nav catheter was lying against the scar. There was possibly a perforation of the left ventricle wall and subsequent formation of a hemodynamically relevant pericardial effusion. There was pericardial drainage. Afterwards, there was hemodynamic stabilization of the patient. Additional information was requested, but no response has been received.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. (B)(4).